Event description:
It was reported that the stent foreshortened. A 6mm x 120mm eluvia drug-eluting vascular stent system was selected for use in a left leg stenting procedure. The stent was deployed and compared to a 6x120mm balloon. The stent was found to be shorter than the specified length. The procedure was completed with this device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Device eval by manufacturer: the complaint device was not returned for analysis; however, media from the clinical procedure was provided to boston scientific and reviewed by a member of the boston scientific complaint investigation site. The media review concluded: the stent did show shortening per the returned image.

Event description:
It was reported that the stent foreshortened. A 6mm x 120mm eluvia drug-eluting vascular stent system was selected for use in a left leg stenting procedure. The stent was deployed and compared to a 6x120mm balloon. The stent was found to be shorter than the specified length. The procedure was completed with this device. No patient complications were reported, and the patient was in stable condition following the procedure.